Event description:
False negative result(s). Unfortunately these are not very accurate, our entire household tested positive, with the exception of my daughter. She took 3 tests and all showed negative, but she was actually positive and it wouldn't register on the home test at all.